Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of this event. The nellcor puritan bennett customer support engineer (cse) verified the vent inop condition. The cse inspected the device and replaced the gui pcb. The unit passed extended self testing.